Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Since (B)(6) 2016 customer has experienced too high blood glucose levels (383 mg/dl to 400 mg/dl). He states the device has under-delivered insulin. No adverse event reported. A request was made for the return of the device.